Event description:
Patient coded. Autopulse resuscitation device was put in place. Device was powered on and operated for approx 5 minutes and the battery failed. A second and third battery were installed, both lasting approx. 2 minutes. Manual CPR was initiated between battery changes and following last battery failure.